Event description:
It was reported that a malfunction occurred on the pump, but no notable events were noted before the malfunction. There was no adverse impact to the customer¿s blood glucose level. Technical support planned to follow up and assist the customer with resetting the pump.